Manufacturer narrative:
The tech found the brakes were worn. A search of the hill-rom maintenance show hill-rom performed preventative maintenance on this bed in 2015. It is unknown if the facility performs preventative maintenance on their beds. The tech replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).